Manufacturer narrative:
Product analysis: analysis wa able to confirm the programmer would not power up. The power supply was replaced. Analysis also noted that the stylus was out of specification. The stylus was replaced and calibrated. The handle covers were cracked. The handle covers were replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on. The user attempted multiple power cords but the issue persisted. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.